Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. No 510k# submitted as depuy orthopaedics sells a similar product (or the same product with a different product code) in the united states.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).

Event description:
Clinical study-revision: elected revision procedure to remove the asr xl and acetabular cup on the (B)(6) 2011. Some metal staining was found in the joint capsule. The silent hip was solid in the bone so was not revised. A ceramic head in combination with a polyethylene liner were implanted during the revision procedure.